Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system cat12 aspiration catheter (cat12). During the procedure, the rotating hemostasis valve (rhv) of the cat12 unscrewed and subsequently, the clear plastic retaining sleeve with the white washer came off completely and was unable to be reassembled. Therefore, the rvh was removed. The procedure was completed using a new rhv and the same cat12. There was no report of an adverse effect to this patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01244.